Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative interrogated the device prior to use, it was noticed to have a gray battery longevity status bar. The device was not used and there was no patient involvement.